Event description:
Dealer is stating that the right motor is not working correctly. Stating that the motor is making a clicking noise and stops the drive tire from moving. Additional reportable malfunction for this device; (B)(6) - chair goes in circles; (B)(6) - compromises to the right.